Event description:
Total right hip replacement on (B)(6) 2009, (B)(6). Depuy ortho asr equip used. A claim with depuy was established for me with depuy by (B)(6) on (B)(6) 2011. Claim # (B)(4). Blood test (B)(6) 2011 result cobalt of 3.0 ppb and chromium of 2.3 ppb. Seen by new ortho surgeon, dr (B)(6), (B)(6) on (B)(6) 2018. Blood labs on (B)(6) 2018 chromium 34.4 ppb; cobalt 64.5 ppb. Surgery for asr equipment replacement scheduled for (B)(6) 2018 with dr. (B)(6). Original asr metal on metal implants will be preserved. Images of issue damage will be done at time of surgery. Physical symptoms I have experienced, and not attributed to the implant as no hip pain, include; neuropathy right leg and foot; mental fogginess, forgetfulness; fatigue; tooth problems, extractions; rectal bleeding, and 65/14) eye problems.